Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was in use on patient , but there was no patient harm reported.